Event description:
Per oos, this lead displayed decreased sensing and failure to capture at maximum outputs. Fluoroscopy revealed no slack on the lead. The lead was explanted and replaced with another setrox s 53, (B) (4). The lead was discarded by the hosp.